Event description:
During a declot procedure the doctor had removed the device from the patient and the orange sleeve that the wire threads through in the trerotola basket fell out. No retrieval was needed. The patient is fine.

Manufacturer narrative:
Qn#(B)(4). The customer supplied one photo of the product lidstock. The customer returned one opened kit containing a ptd catheter for evaluation. Visual examination revealed the orange basket lumen was separated from the basket assembly. Small gripping marks were found on one end of the lumen. No other damage was found on the orange lumen. The basket appeared fully intact. No portion of the orange lumen was within the basket tip or proximal basket welding. The length of the separated orange lumen measured to be 1.89" which is within specifications. The ptd basket was able to advance and retract in the ptd sheath. The ptd catheter assembly was attached to a lab inventory rotator. When the button was pressed, the assembly functioned as expected. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e. Radius of loop graft or vessel, radii < 3 cm)." The customer report of a separated inner lumen was confirmed by complaint investigation of the returned sample. The orange lumen was separated from the basket assembly and contained minimal damage, indicating that the lumen was not properly secured within the device. The ptd assembly passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
During a declot procedure the doctor had removed the device from the patient and the orange sleeve that the wire threads through in the trerotola basket fell out. No retrieval was needed. The patient is fine.